Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the event occurred while in the cardio cath lab during use. The md followed the instructions for use (IFU) exactly before the iab insertion. The md vacuumed the iab properly inside of the tray. After insertion via left femoral artery, the iab was connected to the intra-aortic balloon pump (iabp), acat1-plus, s/n (B)(4)a, but the device did not work and the iab would not inflate. The md turned the iabp off, disconnected the iab and removed the iab. As a result, the md inserted a new iab via the same insertion site (left femoral artery) and connected it to a new iabp (autocat2) that was borrowed from the intensive care unit (ICU) successfully. The procedure was well performed. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was a few minutes delay or interruption in therapy with no harm to the patient. The patient outcome is not severe. The first pump, acat 1, s/n (B)(4), was checked out by their engineer after the md complained about the pump. There was an issue with a drain valve failure. An update received on (B)(4) 2013 stated that the iab not inflating was related to the pump drain valve issue. The md did try the second pump on the first iab prior to removing it.